Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate programming had resulted in pacemaker mediated tachycardia. The programming had resulted in oversensing and automated mode switch episodes as well. It was noted that the patient has a history of retrograde conduction. Device reprogramming was performed and the patient would be monitored.